Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture along with diaphragmatic stimulation felt by the patient. It was determined that this lead had dislodged as a result of twiddler's syndrome. The lead was successfully repositioned. Additional information indicates that the lead has again loss capture even at maximum outputs; however, sensing capablities remain. The physician opted to program the patient's generator to pace/sense in the ventricle only as this patient has a history of twiddler's. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.